Event description:
The screw that retains a cover on the surgical light's articulating arm worked loose during normal use of the light and fell off into the sterile field. The cover remained in place.